Manufacturer narrative:
This ipg serial number is included in a field advisory. (Correction) (B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pocket heating at the ipg site while recharging. No further info is available at this time.